Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown and fluid. Healthcare professional additionally reported rupture. The device has been explanted.

Manufacturer narrative:
(B)(4). The events of seroma - late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown; fluid.

Event description:
Healthcare professional reported capsular contracture and fluid. Affected side is left. The device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown, fluid, and rupture. The device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown, fluid, and rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, crease fold, brown particles in the gel/in the surface of the shell, device appearance (observed 40 mm dark patch edge material inside gel device) and opening. A microscopic analysis was performed which identify a crease sharp opening on radius and in the bladder observed a crease smooth opening also have non-penetrating nick. Based on the device analysis the final assessment is: a crease sharp opening on radius assessed as to a fold flaw opening. A crease smooth opening on the radius as to a fold flaw opening in the bladder shell. Non-penetrating nick. Additional, changed, and/or corrected data: h.3, h.6.